Event description:
Report received that a patient underwent treatment with the polarcath device for one denovo 90% stenosed lesion in the superficial femoral artery that was non-tortuous, diameter 5 mm and 10 mm in length, morphology concentric with no calcification.a 5.0 mm/4.0 cm 80 cm length polarcath was inserted. Post dilation was performed via repeat cryoplasty with the 5.0 mm/4.0 cm/80 cm length polarcath inflated to a maximum pressure of 8 atm. Immediate technical results were non-satisfactory related to a flow-limiting dissection was observed post polarcath treatment. A repeat cryoplasty was done. Pain was perceived by the patient during cryoplasty procedure. Total cryoplasty procedure time was 16 minutes. The target lesion post-procedure residual stenosis was 0%.in 2006 the subject returned for follow-up. Clinical stage fontaine IV/rutherford grade iii category 5 was assigned.no adverse events or interventions were reported since the index procedure.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as the event is a known physiological effect of the procedure and is noted within the dfu.